Manufacturer narrative:
(B)(4). Retainer ring: black. Customer returned pump for alleged cosmetic damage located at the back of the battery compartment/short battery life found on (B)(6) 2021. The pump passed the displacement test, active current test and self test. No unexpected low battery alert, battery power loss alarm or failed battery test alarm noted during testing. However, high sleep current noted during sleep current measurement. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert found in the history files/trace on (B)(6) 2021 at 12:27 am. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Swapped a test case, internal battery, pcba 2 and pcba 1 one by one and measured the sleep current again, nothing has changed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Charge/battery lasts less than expected was confirmed due to high sleep current. Unable to determine the root cause, problem isolated to electronic assembly. Cosmetic damage was confirmed at the back of the battery compartment.

Event description:
Information received by medtronic indicated that the insulin pump had change battery alert but inserting a new battery did not work. Crack at battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.